Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pulmonary embolism in 2008, venous thromboembolism in 2008 and hypothyroidism. Previously administered products included for an unreported indication: depo provera from 2003 to 2008. Concomitant products included enoxaparin sodium (lovenox) since 2008, thyroid preparations and warfarin sodium (coumadin) since 2015. On (B)(6) 2009, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain") and perineal pain ("pain"). On an unknown date, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"), migraine ("migraine headaches"), back pain ("lower back pain"), fungal infection ("multiple yeast infections"), allergy to metals ("developed a nickel allergy") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy - robotic). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and perineal pain had resolved and the dysmenorrhoea, dyspareunia, vaginal haemorrhage, migraine, back pain, fungal infection, allergy to metals and menorrhagia outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fungal infection, menorrhagia, migraine, pelvic pain, perineal pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-jun-2018: plaintiff fact sheet received. Events perineal pain & menorrhagia was added. Lab data updated. Concomitant & historical drugs , conditions are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), migraine ("migraine headaches"), back pain ("lower back pain"), fungal infection ("multiple yeast infections") and allergy to metals ("developed a nickel allergy"). The patient was treated with surgery (device removal procedure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, migraine, back pain, fungal infection and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fungal infection, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.